Event description:
PICC line noted to be leaking at flange.

Manufacturer narrative:
The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Manufacturer narrative:
The faulty sample was discarded by the user, however the customer returned one unopened sample from the same batch. The sample was leak tested at 1.5 bar, and no leakage was detected. We flushed the catheter using a 10 ml syringe with saline first and then air in a water bath, but no leakage was detected. During microscopic examination we saw a small indentation at 6 mm distal to the fixation wing caused by small mechanical damage during overmolding. This was only a surface damage without leakage. Based on the product incident report (pir), the customer used alcohol based chloraprep as a disinfectants. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. Moreover, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. The tensile force for the junction of catheter tube and wing (code (B)(4), batch no. 8132711 has a mean of 5,51 n. The mean for batch no. 8145987 was 5,28 n. At its minimum at 3 n, these test results are within the specification. Visual tests and incoming goods inspections are carried out with no exceptions found. Corrective action: no further corrective action initiated by quality management due to this complaint, as the faulty sample was discarded by the user and the catheter was used uneventfully for 20 days before leakage occurred, a manufacturing defect would be rather unlikely. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter.

Event description:
PICC line noted to be leaking at flange.